Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) delivered one inappropriate shock. Technical services (ts) reviewed the data and determined that the patient experienced an atrial fibrillation (af) with rapid ventricular response (rvr). Some right atrial (ra) events related to the af felt under blanking; therefore, the rhythm was declared as false ventricular arrhythmia. Ts provided programming recommendations. No adverse patient effects were reported. This ICD remains in service. Additional information indicated that this ICD had delivered inappropriate bursts of anti-tachycardia pacing (atp) and shocks. The clinical representative indicated that programming adjustments were about to be performed. In addition, a medication change was considered as the patient had a high rate. No additional adverse patient effects were reported. This ICD remains in service.